Manufacturer narrative:
(B)(4). Additional information: the device was manufactured march 12, 2014 ¿ march 13, 2014 evaluation summary: the device was received for evaluation. A visual inspection noted white particles between 0.30 and 2.00 mm in size inside the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectrophotometer scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA was opened to investigate the cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the bladder of a small volume folfusor. This was discovered during filling of the device with fluorouracil. There was no patient involvement. No additional information is available. This is report 1 of 2.